Event description:
On (B)(6) 2012, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. It was reported that on (B)(6) 2012, f/u imaging identified a type ii endoleak from a lumbar artery with aneurysm enlargement from 5 to 5.5 cm. No further adverse events were reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxc201000/7367340 and pxc181200/06171053.